Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to polyethylene wear.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the part and lot number is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. This device is used for treatment.